Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, slow balloon deflation occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous shunt in the left arm. A symmetry sv/5.0-4/4t/90 balloon catheter was inflated 3 times, each inflation the balloon was inflated to 10 atm for 30 seconds. The physician noted the balloon deflation was slow. The balloon deflated completely. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, slow balloon deflation occurred. The 90% stenosed target lesion was located in a non-calcified and moderately tortuous shunt in the left arm. A symmetry sv/5.0-4/4t/90 balloon catheter was inflated 3 times, each inflation the balloon was inflated to 10 atm for 30 seconds. The physician noted the balloon deflation was slow. The balloon deflated completely. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the returned balloon showed evidence of being inflated. There was no damage noted to the shaft of the device. There was no damage noted at the proximal bond area of the device. The device was attached to an encore inflation unit and inflated successfully to its rated burst pressure. The inflation device was verified at the rated burst pressure before and after use with a calibrated pressure gauge. A stopclock was used in timing deflation of the balloon and it was noted that the balloon deflated within specification. No further damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).